Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the hard drive, flashed the nodes, re-loaded the software and the system calibration files. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would lock up. No patient injury was reported.